Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 694765 lead, implanted: (B)(6) 201. (B)(4).

Event description:
It was reported that elevated pacing thresholds were exhibited with the right ventricular (rv) lead. In addition, far field r-wave (ffrw) oversensing and noise was observed with the right atrial (ra) lead during a recent episode of ventricular tachycardia (vt). Reprogramming was done for the rv lead. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.